Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2023-95418. It was reported that the patient presented remotely via merlin.net. Transmissions showed that the right ventricle lead and right atrial lead were exhibited noise over-sensing. No intervention was performed. There were no patient consequences.